Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection of the header and lead barrel noted no irregularities. Microscopic inspection noted arc marks on the device case. A review of the device memory found a charge time out had occurred three days post-explant. An episode was stored two days post-explant where a shock was delivered, damaging the device. Sensing was able to be tested, showing no noise and the delivered pulses were sensed normally. Testing of the shock function was not able to be performed due to the damage induced by the shock post-explant. There were no resets or errors recorded while the device was implanted.

Event description:
Boston scientific received additional information about this patient. It was reported that due to a new syncopal episode on (B)(6), the patient fell and hit their head, resulting in a subdural hematoma. Surgery was performed, but the patient passed away (B)(6). It was noted the patient was pre-syncopal on (B)(6). A request was made to review available device data to see if the syncope was related to an arrhythmia. Technical services reviewed the data and confirmed there have been no tachy arrhythmia episodes stored since (B)(6). The battery status, charge times, and impedance measurements were all normal prior to device explant. There was a smart pass episode stored may 6 around the time of death showing the patient was in asystole. The device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver a shock for ventricular tachycardia. The s-ICD may have been double counting during the episode. The physician commented that the cause of the syncope was not determined however it occurred at a different date than the episode at hand. At this time no changes have been made and the s-ICD remains in service. No additional adverse patient effects were reported.